Event description:
It was reported that when placing the ureteral stent on (B)(6) 2023, the director and professor inspected the outer package of the corresponding model and found no problem with it. Upon opening of the package, they found that the stent model was inconsistent with that labeled on the outer package. Another model was then opened and still inconsistent with that on the outer package (batch# nggu1616). Subsequently, the nurse was asked to open the package of the remaining products and found one more unit that was labeled with a model inconsistent with the actual one on the outer package (batch# nggv0729). A total of three units that were labeled with a model inconsistent with the actual one on the package.

Manufacturer narrative:
The reported event is confirmed manufacturing related. Visual evaluation noted one photo sample received. Photo sample shows stent removed from packaging with outer packaging as background. Stent indicates size as 4.7 fr x 26 cm. Outer product packaging indicates lot number nggu1616, product number 786626, size as 6 fr x 26 cm and expiration date as 25jan2026. Based on photo sample received product does not meet specifications. Although an exact root cause could not be determined a potential root cause could be incorrect line clearance. A product was not used for patient diagnostic or treatment. The product was influenced by the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labelling review is not required as labelling would not have prevented the reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that when placing the ureteral stent on (B)(6) 2023, the director and professor inspected the outer package of the corresponding model and found no problem with it. Upon opening of the package, they found that the stent model was inconsistent with that labeled on the outer package. Another model was then opened and still inconsistent with that on the outer package (batch# nggu1616). Subsequently, the nurse was asked to open the package of the remaining products and found one more unit that was labeled with a model inconsistent with the actual one on the outer package (batch# nggv0729). A total of three units that were labeled with a model inconsistent with the actual one on the package.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.